Event description:
During a volt pfa procedure, a spline fracture occurred. After completing pvi and finishing in the right inferior pulmonary vein, the balloon was deflated and pulled the catheter back into the sheath for removal. The stopcock was left open to the catheter after removal of the 10ml heparinized saline with contrast. When the catheter was removed from the sheath, it was noted that a spline was broken near the distal tip of the catheter. The physician had curve on the sheath at the time of pullback. The physician stated thinking that the spline broke when the catheter was pulled back into the sheath and does not believe any patient harm occurred as it was broken being pulled into the sheath and was not in contact with tissue. The procedure had been completed with no adverse patient consequences.